Manufacturer narrative:
Additional information: device evaluation: the intraocular lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age or date of birth, weight ethnicity information unknown not provided. (B)(6). Other: the device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one haptic broke during unfolding of the lens in the eye. Lens was removed in the same procedure. Customer destroyed the lens. No medical interventions were reported. There was a 5-10 minute delay in procedure. Patient fully recovered. Patient details were not provided on the intake form due to data protection policy. Through follow up it was confirmed that the surgery was successfully completed with a new lens. No other information was provided.